Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of glass cap is detached and not returned; the metal cap is detached and returned; the glass cap exhibit severe devitrification at output window; the metal cap exhibits moderate char on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, with 367,972 joules used and 39:26 minutes expended, it was noted that the fiber straight fired and after the fiber has been removed from inside of the patient it was noted that the fiber metal cap came off. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber. Patient outcome: ¿patient was fine¿.